Event description:
On (B)(6) 2008, the patient reported that the piston rod of her infusion device was stuck at the bottom of the cartridge compartment. She stated that she noticed this approximately a week and a half ago during basal delivery. She stated that she can hear the piston rod click, but it does not move. She stated that the infusion device was dropped, but insulin may have been spilled in the cartridge compartment. The patient switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.